Manufacturer narrative:
This report is filed on march 08, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently the device was explanted (date not reported).